Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the tech was unable to load the suture and in the process one of the hand pieces broke. They had difficulty closing the handles to load and unload the suture. To correct the condition another device was opened.